Event description:
A police officer deployed a heartstream, semi-automatic external defibrillator, attached the defibrillation pads to the pt and plugged in the pads-defibrillator connector. The defibrillator gave the "attach pads" prompt. The responder reapplied the defibrillation pads and reinserted the pads-defibrillator connector. The defibrillator continued to give the "attach pads" prompt. The same defibrillation pads were used with another defibrillator and the responder received the same prompt. A new set of defibrillation pads was applied to the pt and connected to the defibrillator. With the new set of defibrillation pads, the defibrillator immediately analyzed the pt's ECG and advised a shock. The pt was defibrillated and a pulse was restored.